Manufacturer narrative:
The complaint device has been returned and the investigation is currently ongoing. Once the returned device has been evaluated, a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
A healthcare professional reported that the tip of a glidewell ht implant driver broke during implant placement. The patients bone quality is type iii, and their oral hygiene is poor. On (B)(6) 2025 the patient had a procedure on tooth #5. Doctor stated that during placement the abutment wouldn't engage. That's when the doctor realized that the tip of the driver was still in the implant, therefore the implant had to be removed and replaced. No injury was reported.